Event description:
Per the surgeon, the pt reported that sound had become difficult to hear with the cochlear implant system. Impedance measurements reportedly had changed for no apparent reason. The results of an integrity test were consistent with normal receiver/stimulator function with multiple electrode anomalies. No plans for explantation/reimplantation surgery had been reported as of the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.